Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged into the coronary sinus and the lead was programmed off. The patient was monitored and presented asymptomatically for a scheduled follow up on (B)(6) 2015. The lead was successfully repositioned on (B)(6) 2015. The patient was fine post procedure.